Event description:
Device 6 of 6. Reference MFR report numbers: 1627487-2011-08247, 08248, 08249, 08250 and 08251. The pt received the scs system on (B)(6) 2011 for occipital pain (off-label) coverages. It was reported that the leads contacts were invalid. The pt will be revised at a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.